Event description:
No permanent injury reported and no intervention required. Patient recovered well.

Event description:
Reporter noted residual cortex fell into vitreous and patient required vitrectomy. Patient recovered well.